Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) unknown biomet screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/ seating exceeds recommended value, clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : product not returned

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported screw fracture inside the implant at tooth site 46. Doctor tried to remove the fractured screw on (B)(6) 2023 without success and with the help of zimmer dental territory manager. Doctor also indicated inflammation. There was a delay in the procedure of two hours, screw is still in situ. Placement of prosthesis is not possible, patient has been rescheduled for placement of new prosthesis.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1 patient identifier unknown / not provided a4: weight unknown / not provided d1: brand name unknown / not provided d2: device product code unknown / not provided d4: additional device information unknown g4: PMA/510(k) number not available.